Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a posterior spine fusion, l2-s1, the tip of the cylindrical barrel broke as the surgeon exerted pressure on the reducer during use. All of the pieces were retrieved and the surgeon completed the procedure with a new tool without further incident and with no adverse effect to the patient noted. This is report 1 of 1 for complaint (B)(4).